Event description:
The pt began wearing a new pair of contact lenses. The first day of wearing the new lenses, the pt experienced dizziness. The next morning the pt experienced red eyes. The pt presented to an eye clinic, and reported being diagnosed with a herpes simplex infection. The pt was treated with unnamed eye drops, eye ointment, and pain relief medication. The pt stated the diagnosis of (B)(6) simplex infection was verified at another eye clinic. Two months later, the pt stated that after visiting a (B)(6) hospital, a diagnosis of acanthamoeba keratitis was made. The pt remains under treatment. The pt stated that visual acuity is still not well. Verification of the event and further info are not possible because the pt did not provide authorization to contact the treating doctors for medical info.

Manufacturer narrative:
The contact lenses involved in the event were returned and evaluated, and found to be within specifications. No medical records have been rec'd and the cause of the event is not known. Based on all the info, no causal factors can be determined and no conclusion can be drawn.